Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the surgeon experienced a disconnection between the viscous fluid control syringe and it's tube during a silicone oil removal procedure and laser procedure of the left eye. When the disconnection occurred, the complete trocar went into the eye and it created a large incision. The trocar was removed during the same surgical session. The surgeon indicated there was no damage to the retina and "regular" stitching was performed at the end of the procedure. There was no harm to the patient. This report is associated with the trocar dislocation.

Manufacturer narrative:
Additional information provided. A possible root cause, per the initial reported description, is the disconnection between the syringe and tubing caused the tubing to push the trocar into the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. One opened 23 gauge trocar cannula/hub assembly was received in a plastic tube for the reported issue of the trocar fell into the eye which caused an enlarged incision. Since the trocar blade was not returned for evaluation, the condition of the product could not be verified against the reported issue. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The trocar blade sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar assemblies are 100% inspected for damage. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).